Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2012, a blog respondent posted, wearing acuvue oasys lenses for about 10 months and that the lenses ¿were never that comfortable.¿ two eye care professionals (ecp) were consulted. The first ecp diagnosed contact lens over wear and prescribed steroid and antibiotic drops. Due to continued inflammation, a second ecp was consulted and diagnosed a ¿reaction between replenish and oasys¿ and a ¿wicked keratitis in both eyes¿ and treated with a different steroid drop. One week later the ou were ¿still inflamed¿ and ¿my vision changed drastically, by whole diopters.¿ pred- healon drops were prescribed. After two weeks contact lens wear was resumed, this time using clear care solution. Six hours after lens wear resumed, the os developed redness the lenses were removed and ¿ my eyes continue to feel dry and bloodshot for days.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. This report is for the pt's right eye (od) event. A separate report will be filed for the left eye (os). If any further relevant information is received, a supplemental report will be filed.